Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on (B)(6), 2012 after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with mdrs #1225714-2013-01616, 1225714-2013-01617.

Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR report numbers are 1225714-2013-01616 and 1225714-2013-01617. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information alleges that the patient experienced a cardiac event and subsequently expired. This is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.